Event description:
On (B)(6) 2014, during the preparation of a cerebral aneurysm embolization procedure, it was reported that the physician noticed a leak from the hyperform balloon catheter. This occurred when the physician attempted inflation of the balloon for the first time during preparation, and the balloon did not inflate at all. It seemed the balloon was already ruptured. Another device was opened to continue the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device has not be returned for evaluation; therefore, the event cause could not be determined. (B)(4).

Manufacturer narrative:
Received information on 20jan15 stating that the balloon did not rupture. There was only a leak in the balloon. This is not a reportable event. The catheter was returned for evaluation with the guidewire inside. The balloon was inflated and maintained inflation for approximately 2 minutes. However, the balloon could not maintain inflation due to a leak located distal of the distal marker band. Upon further examination, a hole was found in the chronoprene tubing at the location of the leak. This confirms the leak and the complaint is not reportable. All balloons are 100% leak tested and 100% inspected for damages and irregularities during manufacture. (B)(4).